Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Refer to regulatory report # 3004209178-2019-10429. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient would recharge her implantable neurostimulator (ins) for 3-3.5 hours, but the recharging report showed 1.6 hours. The rep noted that the patient was sitting at a desk when recharging with excellent coupling when this issue occurred, and this happened with both ins¿s. It was then reviewed that turning the controller display off would help with faster recharging, along with, maintaining good coupling during the entire recharge interval. The patient did wear a recharging waist belt, the patient was directed to keep a diary, and the rep would send the patient reports with recharge detail. Additional information was received from the patient. The patient reported that they got the implant as they were told it would only take them an hour to charge. The patient reported that it had never taken them an hour to charge; it often took over 2 hours to charge. The patient was very frustrated. The patient reported that they saw a manufacturer¿s representative (rep) in november and they told the patient to write down how long they charged. The patient also thought that their implant was turning off intermittently. The patient charged their ins to 100% full. The patient reported that she placed the antenna in their leggings or underwear to charge. The patient didn¿t use the belt as they were too skinny. The patient also reported that they go from excellent coupling to poor recharge quality without moving. The patient was going to attempt to use their other recharge and see if charging was better and if not, they were going to call back. No further complications were reported.